Manufacturer narrative:
E1. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes had a loose closure, insufficient volume, and leakage of blood. Prior to use, an unspecified number of tubes were found unlabeled. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received four photos for investigation, which showed tubes missing labels and tubes with very little blood. However, stopper creep out was not observed in the photos. A visual inspection was conducted on 30 retained samples for missing labels, and all samples passed the inspection. Functional tests for low or no draw were performed on 20 retained samples, and all tubes were within specification. Additionally, 29 retained samples were tested for stopper function defects, and all samples passed the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. This complaint has been confirmed for the indicated failure modes: underfill and missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes had a loose closure, insufficient volume, and leakage of blood. Prior to use, an unspecified number of tubes were found unlabeled. There was no health impact or consequence reported.